Event description:
The product was removed in the sterile fashion and placed over a 0.014" boston scientific fathom wire to a target lesion in the peroneal artery vessel. The balloon markers were not visible and the scrub tech noticed the balloon was separated from the shaft. The balloon was completely separate from the balloon catheter and still attached to the wire mandrel and green balloon sleeve outside the body. The tech placed the product that was missing the balloon into the pt.